Event description:
Per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional wall hernia thereby underwent open repair with the implant of ventrio st (device #1) & perfix light plug (device #2). Per operative notes, ¿hernia sac was identified and reduced. For the upper supraumbilical hernia site, a ventrio st (device #1) was placed against the anterior abdominal wall. For the infraumbilical hernia site, a perfix light plug (device #2) was sutured in place. There was old ventral wall mesh which could be seen which was divided upon dissecting down to the fascia.¿ (B)(6) 2015 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with explantation of meshes (device #1 & #2) from peritoneal cavity and repair of recurrent incarcerated ventral hernia with implant of ventrio st (device #3). Per operative notes, ¿two previous pieces of mesh were identified. The mesh appeared well incorporated into the anterior abdominal wall and had dense adhesions to underlying bowel were dissected off. Both pieces of mesh (device #1 & #2) were explanted and a ventrio st (device #3) mesh was placed into the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of perfix plug light, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents perfix plug light (device #2). An additional supplemental emdr was submitted to represent ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.